Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has catecholaminergic polymorphic ventricular tachycardia and was in a fight when their heart went fast and erratic, followed by vf (ventricular fibrillation), and was appropriately shocked by the first shock and then inappropriately shocked with the following 4. It was noted that the rhythm remained present for a longer time and rates do exceed the 200 bpm making it only determine longer for the extravascular implantable cardioverter defibrillator (ev-ICD) to reach detection. It was also noted that the polymorphic rate falls in the vf detection zone so proper discrimination cannot be achieved. Additionally, the extravascular (ev) lead is undersensing that causes a delay of therapy delivery. The ev-ICD and ev-lead remain in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.